Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report # (B)(4) the total number of events being summarized on this MDR are 753 - "fkx reportable death and serious injuries") these reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning-letter (B)(4). As the date of onset of this peritonitis episode is unk and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unk, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2008, during a follow up with the home pt's nurse, it was indicated that the home pt developed peritonitis on (B)(6) 2008. The home pt had abdominal pain and cloudy effluent and was admitted to the hospital on (B)(6) 2008. The home pt was put on ancef and fortaz in the hospital, 1g intraperitoneal once a day. The home pt was discharged from the hospital on (B)(6) 2008 and taken off of the ancef, but continued taking the fortaz until (B)(6) 2008.